Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm that appeared several times in the past hour. The iab is inserted in the left subclavian and there is no blood or visible kinks in the helium tubing. They are able to resume each time. The esp personel explained the off-label use, and they are aware. The esp personel had also reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).